Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. The customer loaded a new cartridge to resolve the issue. Additionally, it was reported that the customer experienced resistance during the fill process. There was no adverse impact to customer's blood glucose level. The customer changed multiple syringe needles and multiple cartridges to resolve the issue. Customer¿s blood glucose level was 131 mg/dl.